Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and an irrigation issue occurred during use in the patient. It was reported that after advancing the thermocool smarttouch sf catheter into the body and they started ablation, it was noticed that the irrigation flow rate for the thermocool smarttouch sf catheter was flowing at 2ml/min, compared to the normal 8-15ml/min flow rate. The caller advised that they were not inside the room at the time, and they were not able to confirm if the catheter setting for the thermocool smarttouch sf catheter had been changed or adjusted on the smartablate® pump. The caller then reported that the temperature reading on the tip of the thermocool smarttouch sf catheter had increased, until it was above 45 degrees. Upon removing the thermocool smarttouch sf catheter from the body, it was noticed that there was char residue on the tip of the thermocool smarttouch sf catheter. There was no consequence or injury to the patient. The thermocool smarttouch sf catheter was replaced, the caller confirmed that the thermocool smarttouch sf catheter flow setting was correct on the smartablate pump, and the issue was resolved. The procedure continued with no further issues. The caller declined any smartablate pump service at this time.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31776354l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).